Manufacturer narrative:
During the inspection, it was confirmed that the image was blurred, the tip and outer tube were damaged, and the coupler was loose. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient with herniated disc for endoscopic discectomy spinal therapy. It was reported that the lens was cloudy. The product came in contact with the patient. There was no patient symptoms reported. There were no further complications reported regarding the event.